Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no images provided and very limited information, why difficult to comment on the perforation nor to the performance of the filter or the impact of the tumour. The filter was placed above renal veins, but according to IFU the device has been designed for "filtration of inferior vena cava". However, filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority end up in successful filter retrieval. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
On (B)(6) 2012: the ivc filter was placed in the inferior vena cava, at proximal site from bifurcation area of renal veins to prevent tumor embolus since the patient had renal tumour. The filter was placed almost vertically with no tilt. On (B)(6) 2012: the patient complained of pain. CT, performed to check the position where the filter had been placed, confirmed that one of the four filter legs perforated the ivc. The physician decided to take a wait-and-see approach. On (B)(4) 2012: the filter was removed with gtrs-200-rb since the patient complained of pain. Though the physician felt slight resistance when the filter was retracted into the retrieval, the filter could be retrieved with no problem. An accurate perforated point could not be informed by the physician though, according to radiation technologist, one of the legs touched centrum. Patient outcome: there has been no patient outcome reported.